Event description:
It was reported that the right ventricular (rv) lead was explanted as a perforation to the heart wall was noted. Subsequently a new rv lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The setscrew marks were in the correct location on the terminal pin. The helix was retracted, and dried body fluid was noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Visual inspection revealed no abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead was explanted as a perforation to the heart wall was noted. Subsequently a new rv lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to return for analysis.